Event description:
During removal of the device, an intense reaction of the soft tissue to the catheter was encountered. The catheter broke during manipulation. Interventional radiology could remove the distal part of the catheter but could not remove the intravascular portion of the catheter as it appeared to be adherant to the vein wall.

Event description:
The analysis shows incidence of chemo-port breakage is below 0.1%. Two pieces of the port were returned: the port body with attached tubing broken at the 9.1 cm position and a 29 mm segment of tubing. The surface of the tubing attached to the port body appears to be in "new" condition except for thin patches and streaks of rough calcified material (fibrin) tightly adhered to approx one-third of the surface. The 29 mm tubing segment appears to be in "new" condition with no material adhered to its surface. This tubing segment has been cut diagonally at one end and broken at the other end - the break is at a position mark ending in "5" (the first digit of the mark is missing). 18 units of 700-05-11 chemo-ports were made in lot#1055 in 2001 using 6.6 fr tubing lot 099. There were no in-process problems and all devices passed inspection. There were no other complaints chemo-ports 700-05-11 lot#1055. Investigation of catheter breaks for all hdc 6.6 fr ports demonstrated that the failure rate for all lots of 6.6 fr ports was 1.14% (2 of 175 ports). Review of catheter removal issues documented at www.venousaccess.com: 10% of cvcs experience complications, and 12% of these are device failure. Catheters will develop fibrin sheath within several days. Review of autopsy and prospective venogram data suggest that cvc's cause venous thrombosis in 17-70% of pt's. This can occur as early as the first week after placement. For catheter removal, blunt dissection must be used to release the catheter from fibrin sheath. A wire should be placed through the catheter to retain the catheter in the event of a break - then the catheter can be retrienved using a snare. The material review board (mrb) file did not capture any material discrepancies for these lots. A single tensile strength test was made on the tubing that was attached to the port body. The tubing broke at 4.8 cm (i.e., 2 mm proximal from the 5 cm mark) at a force of 3.36 lb. The tensile strength specification for this tubing is 3.37 lb. The catheter appears to be in good condition with evidence of fibrin attachment in areas near the port body. A segment of the catheter from an indeterminate distal position showed no signs of fibrin attachment. After a dwell time of over three and a quarter years, the tensile strength was good at 3.36 lb. The following items were reviewed: 1. Chemo-port incoming inspection requirements. 2. Chemo-port manufacturing procedures. 3. Chemo-port in-process inspection procedure. 4. Chemo-port sterilization procedure and record. 5. Chemo-port post-sterilization procedure. 6. Chemo-port user's manual (IFU). No discrepancies were found for the above items (1-6). This incident is captured in co's 2005 complaint trending database.